Event description:
Lumbar puncture was performed by pediatric hematology/oncology fellow with no difficulty. An intrathecal medication syringe was attached to the lp needle without difficulty. Medication flowed easily. However, chemotherapy was observed to be dripping from the end of the syringe connected to the connector applied by the pharmacy (not between the connector and the lp needle hub). The connector was removed from lp needle hub and connector checked, no obvious abnormalities. Cerebrospinal fluid (csf) flowed from the needle hub normally. The pediatric hem/onc attending reattached the connector to the needle hub and started to infuse the chemotherapy. Chemotherapy again flowed easily but dripped from the connector/syringe connection. Pharmacy was contacted, who offered to remake chemotherapy. However, at this point over 90% of the chemotherapy had been administered to the patient. The procedure was discontinued. The episode was explained to mother and questions answered. Patient enrolled in a therapeutic study. The study chair to be notified.